Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the fault alarm did not resolve despite the freedom onboard batteries being exchanged. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior revealed a broken connector on the power adaptor cable. Visual inspection of the interior revealed a broken connection 1 receptacle, which connects the power adaptor to the freedom driver. The cause for the broken components could not be determined, but the damage was consistent with an impact shock. Review of the alarm history revealed a fault code that was likely the fault alarm reported by the customer. During investigation testing, the driver could only be partially tested because of the broken components, but the driver passed all pressure test requirements associated with normotensive and hypertensive settings with no anomalies or alarms. The root cause of the reported alarm was likely the result of the broken power adaptor connector and connection 1 receptacle, which caused an intermittent power connection. This is consistent with the fault code recorded in the alarm history. The freedom driver was repaired and serviced and passed all final performance testing. This failure mode posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the fault alarm did not resolve despite the freedom onboard batteries being exchanged. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.